Event description:
It was reported that during a follow up visit, technical inspection revealed a damage to one pin in the black connector of the mobile power unit (mpu). The black connector in the primary system controller was also damaged in the place corresponding to the damaged pin in the mpu. The damaged mpu and system controller were replaced.

Manufacturer narrative:
Related MFR # mpu: 2916596-2023-06863. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable connector was confirmed. System controller, serial (B)(6), was returned for analysis with smashed plastic near position 5 of the black connector due to what seemed to be excessive force when trying to make the connection. This position is unused and did not cause any alarms. The controller was functionally tested and found to operate as intended during analysis. It was able to support pump function for an extended period of time. A review of the submitted event log file spanned approximately 14 days ((B)(6) 2023 per time stamp). There were no active atypical alarms present in the log file. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.